Event description:
It was reported that interrogation in the clinic revealed multiple driveline fault alarms. Log file review confirmed driveline faults throughout the file from 30apr2023 to 08may2023. It was recommended to exchange the controller to determine if the driveline faults were authentic. The controller was exchanged. Follow up log files from a newly programmed controller found a single transient driveline fault alarm which was associated with the percutaneous lead repair. No additional driveline faults or unusual alarms were recorded. An unshielded patient cable was assigned to the patient for home use. Related manufacturer's report #s 2916596-2023-02860 and 2916596-2023-03387.

Manufacturer narrative:
Manufacturer's investigation conclusion: the heartmate ii system controller (serial number: (B)(6)) was returned for evaluation following the reported event of driveline fault alarms. Evaluation of the replaced portion of the driveline revealed that the alarm was caused by damage on the underlying wires of the cable; this is further investigated via the pump investigation (MFR. Report # 2916596-2023-02860). The submitted log file and the log file downloaded from the returned controller contained approximately 10 days of data combined (30apr2023 ¿ 10may2023 per the timestamp). A driveline fault alarm was captured throughout the log files. The log file captured that the driveline was disconnected on 10may2023 at 13:48:25 and reconnected shortly after; the pump stopped operating at this time. It should be noted that the driveline fault alarm resolved when the driveline was disconnected on 10may2023 at 13:48:25. The driveline was then disconnected again on 10may2023 at 13:51:30. The driveline disconnection events appear to be consistent with the driveline repair and the controller being exchanged. The log file data did not indicate any issues with the controller. The returned system controller passed functional testing and operated in a mock circulatory loop for an extended period of time without any issues or atypical alarms produced. The reported driveline fault alarm could not be correlated to an issue with the system controller. The device history records were reviewed and the records revealed that the heartmate ii system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The heartmate ii system controller was shipped to the customer on 16oct2014. Heartmate ii patient handbook (rev. C) section 5, entitled ¿alarms and troubleshooting¿, and heartmate ii instructions for use (IFU) (rev. C) section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including driveline fault alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate ii patient handbook (rev. C) section 6, entitled "caring for the equipment", describes how to care for and clean all equipment, including the system controller and the system controller power cables. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate ii lvad, including the system controller. Heartmate ii patient handbook (rev. C) cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section g3 for initial MDR should be 11 may 2023. No further information was provided. The manufacturer is closing the file on this event.